Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the flow transducer test failed during pre-use check. Identification of issue has been done by analyzing problem description and service report. The o2 gas module was identified as faulty and its replacement is necessary. The o2 gas module regulates the inspiratory gas flow and gas mixture. The defective part has not been returned for further analysis. The root cause for the reported problem could not be determined.